Event description:
Device 1 of 3. Ref. MFR reports: # 1627487-2013-09134, 09135. It was reported the pt ((B)(6)) experienced heating and pain at the ipg site while charging. Pt may have sustained a possible burn. A second charger was unable to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.